Manufacturer narrative:
(B)(4). The vyaire factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device confirmed the reported issue and isolated the issue to the blender being out of calibration. Factory service repaired the ventilator and the unit meets manufacturer's specifications.

Event description:
The customer reported that the fi02 was not accurate on the ventilator. When the fio2 was set to 100%, ventilator only delivery 60%. The customer replaced the o2 sensor and received a e51 error message. The customer confirmed with an external analyzer that it the unit was delivering 60% when the blender knob was set to 100% and the unit still gave the e51 error code. There was no patient involvement associated with this issue.